Manufacturer narrative:
Concomitant medical products: mdt crtd. This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/72 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: performance of an active fixation bipolar left ventricular lead vs passive fixation quadripolar leads in cardiac resynchronization therapy, a randomized trial. Journal of arrhythmia. 2021;37:212¿218. Doi: 10.1002/joa3.12450. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding active and passive fixation bipolar left ventricular (lv) quadripolar leads. The article reports patients who experienced phrenic nerve stimulation which was resolved with reprogramming. There were lv lead dislodgements that occurred repeatedly during implantation and post implant. Repositioning or lead replacement was performed. The status/disposition of the leads is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.